Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, resistance was encountered during advancement. Upon withdrawal, the coil prematurely detached within the microcatheter. The coil/delivery pusher were removed with the microcatheter. No intervention was reported. The patient was reported to be fine.